Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a nurse reported a patient complained of blurry vision and unbalanced vision making driving and reading difficult. The lens was exchanged for another lens model.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with an approved handpiece viscoelastic however, it is unknown if the approved viscoelastic was used. The product investigation could not identify a root cause. There have been no other complaints for this lot. Investigation has been completed based on current information. (B)(4).